Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure on (B)(6) 2024, post releasing of right ventricular (rv) leadless pacemaker (lp), it was dislodged and migrated to mid-distal rv septum interacting with the tricuspid valve. The rvlp was retrieved. The rvlp was not implanted. Patient condition was stable.

Manufacturer narrative:
Device above elective replacement indicator (eri) was returned for evaluation. Visual inspection noted helix length was out of specifications; the elongation of the helix was consistent with implant damage. Operation analysis and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Device was returned for evaluation. The reported complaint of device dislodgement was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted helix length was out of specifications; the elongation of the helix was consistent with implant damage. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.